Event description:
Procedure: hernia. According to the reporter: a covidien study identified a pt that had a hernia repair on (B)(6) 2013. Presented with pos-op pain on (B)(6) 2013, with an nrs score of 09/10. Pain medication was administered, and pain resolved on (B)(6) 2013. According to the reporter, there is a possible relationship to the device.

Manufacturer narrative:
(B)(4).